Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician noticed fraying of the mesh leg. The frayed mesh was taken out. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Product analysis reveals the carrier of the capio slim was bent. The mesh had blood and tissue residue on it. Both mesh legs are twisted. There is a small knot of suture attached to the mesh body. The mesh legs appear stretched and one leg appears frayed at the end. The complaint as reported is confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. The bend to the carrier of the capio slim device is likely a result of twisting of the device inside the patients anatomy while attempting to properly position the dart for firing. The directions for use for the device precautions the user to ¿avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.¿ it is likely that the physician had difficulty while placing the mesh and excessive force applied to the mesh legs caused them to fray. The most probable root cause is therefore operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an anterior repair procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician noticed fraying of the mesh leg. The frayed mesh was taken out. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine.